Event description:
An elective cardiac ablation for atrial fibrillation was aborted after the patient developed cardiac arrest possibly owing to an identified air embolism. The exact etiology of the air embolism could not be determined, but leakage of air during the procedure through the combination of the non-braided 9.5 fr. Sheath and 0.025 guide wire could not be excluded. The patient expired on (B)(6)2017.